Event description:
It was reported that asymptomatic patient presented in clinic for a routine follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.